Manufacturer narrative:
A ge service rep performed an on site investigation. The complete generator and filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer stated the system kept freezing, and sometimes would just shut down without being commanded. There is no report of death or serious injury.